Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's analysis conclusion: the reported low speed advisory alarm was confirmed via the log file data provided by the account. The submitted log file contained data spanning from on (B)(6) 2020 at 12:14:27 to on (B)(6) 2020 at 13:39:01, per the timestamp. A momentary low speed advisory alarm was captured on (B)(6) at 03:08:18 while the system was supported with the mobile power unit. Prior to and following this event, the device operated above the low speed limit for the remainder of the log file. No other notable alarms were captured. The patient remains ongoing on the device and no further events have been reported at this time. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU and patient handbook outline all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a low speed advisory while connected to the mobile power unit (mpu). No further information was reported.